Event description:
The customer observed a discordant (elevated) advia centaur xpt ca19-9 result assay compared to lower result with an alternate ca199 method. The initial advia centaur xpt result was reported and questioned. The alternate method result was believed to be correct as it was in agreement with clinical pictures of this patient. There are no allegations of patient intervention or adverse health consequences due to the elevated ca19-9 result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report a discordant advia centaur xpt ca19-9 result. Siemens has concluded the investigation. The initial issue was reported as a sample that recovered higher (>700 u/ml) with advia centaur ca 19-9 lot 521 than with an alternate method (8 u/ml). The physician accepted the alternate method ca 19-9 result. When the sample was tested with the atellica im ca 19-9 assay for troubleshooting, the result was the same as the advia centaur ca 19-9 result. Siemens's investigation included an assessment of reagent, instrument, and sample data. Reagent and instrument issues were ruled out based on qc recovery within acceptable ranges, sample results were repeatable, and no issues were reported with other patient samples. Return of the patient sample for further investigation was not possible due to china custom issues. Based on the available information, the cause of the discordant result is consistent with a sample specific interferent. The instruction for use (IFU) states: "warning the concentration of ca 19-9 in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay for ca 19-9 used. Values obtained with different assay methods cannot be used interchangeably. If, in the course of monitoring a patient, the assay method used for determining serial levels of ca 19-9 is changed, the laboratory must perform additional serial testing to confirm baseline values. The advia centaur ca 19-9 assay is based on the 1116-ns-19-9 antibody available through agreement with fujirebio diagnostics, inc. Assays using antibodies other than 1116-ns-19-9 may give different results." "Caution the operating range for the advia centaur ca 19-9 assay is 20¿25°c (68¿77°f). Do not report results for the advia centaur ca 19-9 assay if your laboratory temperature is below 20°c (68°f) or above 25°c (77°f). The advia centaur ca 19-9 assay is susceptible to ambient temperature change, which has the potential to affect recoveries of patient samples and controls. The recoveries of patient samples and control materials may change by ± 2.9% for each celsius degree change in an ambient temperature range of 20¿25°c (68¿77°f). Quality control results for this assay will reflect any temperature effects on assay results. To ensure optimal assay performance, each laboratory should determine how often quality control material is run based on the ambient temperature conditions for that laboratory." "Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient¿s clinical evaluation."